Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation. The patient did seek medical treatment from their healthcare provider who recommended using an otc hydrocortisone cream. The patient reported following proper skin preparation guidelines.